Event description:
It was reported that a patient presented in-clinic for a right ventricular lead revision procedure. Prior examination of the right ventricular revealed dislodgement resulting in loss of capture at high capture threshold. The lead was explanted and replaced on 1 mar 2023. The patient was stable throughout.